Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The subject device was reportedly discarded by the reporting facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the removal of a competitor's hardware it was difficult to remove the implanted hardware and the correct sized screwdrivers were not available. A smaller synthes cruciform screwdriver was used during the case to try and assist with the hardware removal and the tip broke off during the attempts to loosen the screws. The tip was easily removed and there were no fragments left in the patient. There was no reported surgical delay due to the screwdriver breakage. Additional x-rays and intervention were not needed. This report is 1 of 1 for (B)(4).